Manufacturer narrative:
On 3/12/2018, additional information was received about the patient and event which indicates that the patient was a (B)(6) year-old male who underwent an ablation procedure for persistent atrial fibrillation. Concomitant bwi products include the following: carto 3 ep navigation system with cartofinder module, smartablate generator, pentaray nav catheter. There were no device deficiencies reported with any bwi products. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered a urinary tract infection (uti) requiring medication. On post-procedure day 7, the patient developed a uti. An unspecified medication was administered. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, serious, not investigational device-related, and possibly index procedure-related.